Event description:
This lead was implanted on (B)(6) 2006 and was abandoned and replaced on (B)(6) 2012 for an unknown reason. No other information is available. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).